Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual inspection noted an arc mark on the proximal end of the shocking coil. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis confirmed the melted metal (arc marks) are evident on the electrode's high voltage shocking coil (proximal end) and on the device can this electrode was implanted with. It was determined that in order for the shocking coil to receive this type of damage, it would had to have been in close proximity to the device can. It appears likely the electrode migrated into the device pocket area. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when analysis is complete.

Event description:
It was reported that multiple alerts had been generated for this system including a long charge time and out of range shocking impedance measurements less than 20 ohms. X-ray identified the electrode had pulled all the way up into the pocket. A boston scientific technical services consultant discussed the clinical observations with the caller and recommended full system replacement. A revision procedure was performed and the system was explanted and replaced. No additional adverse patient effects were reported.